Event description:
The patient was implanted with a left ventricular assist device. The patient had an inexplicable alarm and attempted to change the system controller, but was not able to remove the driveline from the system controller. The hospital reported that the release tab on the system controller was stuck. The patient described lots of lights and loud alarms, which may have been the self test alarm, but it was unconfirmed. The patient did not intentionally press the self test button and didn't believe she accidentally pressed it either. The patient came to the outpatient department and the system controller was exchanged. The hospital reported that it was very difficult to press the release tab.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.